Event description:
A customer reported to beckman coulter, inc. (Bec) that the electrolyte injection cup (eic) from the unicel dxc 600 pro synchron clinical system was overflowing. The leak was contained within the eic. The customer found some black crusty material that was blocking the right valve. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec customer technical support (cts) advised the customer to clean the eic according to the procedure outlined in the instructions for use. Cts provided all cautions and tips in removing debris clogging the eic valve ports. The customer successfully cleaned the eic. Calibration for all electrolytes passed and qc was within acceptable limits. Bec identifier for this report is (B)(4).